Event description:
Reference number (B)(4). Event occurred in the united states. On 01-jul-2024, it was reported that the patient faced infusion set cannula was crimped within 3 hours of insertion at abdomen. The patient replaced infusion set and resumed insulin successfully. No further information available.